Manufacturer narrative:
The event date was missing in the previous report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector portion was returned in one piece measuring (B)(4) cm. Visual inspection and x-ray examination of the lead portion did not find any anomalies except for damage which is consistent with procedural damage. Analysis was normal. No anomalies were found.